Event description:
It was reported on (B)(6) 2013, to nova biomedical that a consumer experienced a "diabetic coma on four (4) separate occasions." It is unk if the consumer required medical intervention or when the reported event occured. The consumer believes it was false reading which may have contributed to the seizures. During troubleshooting, it was revealed that the consumer transfers test strips from one vail to another, which may contribute to the loss of integrity of the test strips. It was also revealed that the consumer alleges he performed a control test for integrity before use as instructed in our directions for use and the test strips was determined to be in out of range. The consumer continued to use the test strips. The consumer was declined to provide any further information regarding the reported events. This is being reported as an adverse event under the FDA medwatch regulations. The test strips were discarded by the consumer and did not wish to return the meter for evaluation.

Manufacturer narrative:
Expiration date on reported test strips: 1020313213; 08/2015. Related medwatch reports: 3004193489-2013-00115, 3004193489-2013-00114, and 3004193489-2013-00116. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.